Event description:
Clinical study. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal lad with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0% following post-dilation. There were no reported complications and the pt was discharged the following day on aspirin and plavix. The pt was hospitalized 5 months later with a pulmonary embolus. Pt was anticoagulated with heparin and coumadin. The pt was also treated for reactive airways disease with a prednisone taper and various inhalers. At the time of their admission, pt was also found to have a microcytic anemia. In the following month, the pt was readmitted with massive, bloody stools and hypotension. The family requested that the pt not be treated aggressively, in light of their poor prognosis. The pt died later that same day. An autopsy was performed on the following day. The cause of death on the autospy report is "upper gastrointestinal hemorrhage." Causality: target vessel(s) involved: no.